Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system incorrectly decreased the quantity to zero after pull. A technical support specialist (tss) gathered the transaction details, including the date and time, and reviewed and analyzed the med application logs; no relevant errors were identified. The tss notified the customer via email about the possible cause, which could be changes in the pharmacy item units of measure that may have invalidated the pocket information. Once the pocket is verified or refilled, the station should reflect the correct pocket inventory, and the issue should no longer persist. The tss also recommended real time troubleshooting. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was incorrectly decrease quantity to zero after pull. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was incorrectly decrease quantity to zero after pull. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.